Manufacturer narrative:
Correction: h3, h6 (method, results, conclusion), and h11. Additional information: g7, h2 and h10 (investigation results). The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/15/2019 to the present date 10/20/2020 and confirmed that this device was previously returned for servicing. Device had similar / no similar service repair history. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the alaris pc unit won't turn on/off. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the alaris pc unit won't turn on/off. There was no patient involvement.